Event description:
It was reported that the patient developed a cerebrospinal fluid (csf) leak and was admitted to the hospital. The patient underwent two blood patch procedures to resolve the csf leak. The csf leak resolved after the second blood patch and the patient is currently using the device to find effective pain relief.

Manufacturer narrative:
Date of event: the date of event is an estimate based on information reported to manufacturer. The actual date of event was not provided. The manufacturing records were reviewed and no relevant nonconformities were found.